Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor not running in the event history log (ehl). A occlusion test was performed. The motor not running was reproduced during functional testing. The issue was occurring because the involved components were worn. The worm coupling and stepper motor was replaced to address the reported product problem.

Event description:
It was reported that the motor is not running .